Manufacturer narrative:
(B)(4). Batch # unk. Photo evaluation summary: the protruding staple does not seem to be from the circular staple line. Looking at the images, only one staple is malformed. With the circular anvil to cartridge clocking mechanism, we would expect more staples to have issue if we had a cartridge to anvil alignment issue. From the image, it looks as if a staple from a previous firing was captured inside the powered circular device then mangled during the closure and firing sequence. The crown of the staple is off to the side and the leg is bent several times; this indicates a smashing/bending action. Based on the photos reviewed, the event described cannot be confirmed. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code or size of the powered circular stapler? Will the device be returning for analysis?

Event description:
It was reported that the surgeon dr. (B)(6) has performed a colorectal case and experienced 2 point deflections after firing echelon powered circular staple. During the operation, performed by laparoscopic resection of sigma, there was a protruding point along the suture line. In the case, after using the stapler, the laparoscopic vision and the pneumatic seal test did not show any problems and returned to the normal flow, but the endoscopic vision performed at the end of the operation presented an exposed point, even though without any post-op surgical issue. No additional maneuver was performed to correct the incident as the pneumatic test indicated a correct anastomosis. There were no patient consequences reported.